Manufacturer narrative:
The t:slim pump user guide warns against filling the infusion set tubing while the tubing is connected to the body as it will result in an unintended delivery of insulin. The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Multiple attempts made to follow up with customer. No further information provided. Device not returned.

Event description:
It was reported that the customer inadvertently delivered insulin to themselves while connected at the site before stopping the fill tubing. There was no reported impact to the customer's blood glucose level.